Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the av node ablation procedure, the 12 lead signals could not be seen on the workmate. A restart did not resolve the issue. The ra lead location placements were changed, but the signals were still not visible. The procedure was cancelled due to the lack of signals. The patient experienced no adverse consequences. The cause of the communication issue was determined to be the EKG cables.